Event description:
Additional information received reported that the infection was diagnosed on (B)(6) 2014. The patient experienced fever, redness, s welling, drainage, and pain. The primary location of the infection was noted to be the pocket site. A culture obtained of the pocket site confirmed (B)(6). The patient was treated with intravenous (IV) antibiotics. The infection reportedly resolved. It was noted that the patient had a known risk factor of urinary tract infections prior to implant.

Event description:
It was reported that the patient came to the office with a fever and unknown infection at the incision and pocket site. The patient also experienced drainage, incisional wound opening, pain, redness, and swelling. The symptoms also occurred at the lead location. The doctor took the patient to the operating room (or) ¿last night¿ and did a complete system explant due to a severe infection in the pocket and tissue toward the lead. It was unknown if a culture was taken or if antibiotic treatment was necessary. The patient status at the time of the report could not be obtained. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported 3 weeks later that the implant had to be removed due to the infection. It was stated that the implant was only in for 2 weeks. The patient thought she was coming down with a cold around mother's day; as she had a fever. That monday and tuesday the patient was experiencing chills and bleeding from the implantable neurostimulator (ins) pocket. The patient contacted the hcp and was rushed to the hospital for immediate removal on (B)(6) 2014. It was also stated that the patient's body rejected the implant and she ended up getting a (B)(6) infection. The patient wanted to know if insurance had to pay for accrued medical expenses. It was also stated that the patient's healthcare provider (hcp) would not put in another implant. It was noted that the patient was to be getting a "leg stimulator" for her bladder. It was later clarified that the patient was referring to acupuncture. It was reported that next day that the last the manufacturer representative heard, the patient was healed from the infection and explant. The patient was currently undergoing percutaneous tibial nerve stimulation (ptns).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0h8d5, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).